Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of occlusion from the reservoir. The customer's blood glucose reading was 262 mg/dl. The customer stated that the alarm occurred during basal/bolus/fixed prime troubleshoot. The customer was advised to perform a 5.0 unit fixed prime. The customer stated that insulin did not exit and the pump alarmed no delivery. The reservoir will not be returned for analysis.